Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 00594604010 articular surface size d 10 mm height lot# 60169898.

Event description:
It was reported that a patient underwent a knee revision surgery about 19 years, nine months post implantation due to an unknown reason. Revision included addition of patella and poly exchange.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. Suggested code (annex g)- mechanical (g04) - femur. No product was returned or pictures provided. Visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.